Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to subsidence and bone fracture.

Manufacturer narrative:
(B)(4). 00885101136 continuum vivacit-e neutral liner 64360525, 00875705400 shell with uni-hole porous 54 mm 64310887, 12-115122 bioloxd mod hd 36mm +3 nk 2986052. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right hip replacement and was revised for unknown reasons. The patient underwent a revision surgery less than three weeks later due to stem subsidence and periprosthetic fracture. No additional information is available.